Event description:
Blood glucose measured in the 40s mg/dl however when the nurse measure glucose, it was in the 190s mg/dl within 10 mins. Reporter stated no actions were taken or treatment received as a result. It was stated customer did run controls when they were at home and they were found to be within range however had not been run when testing with the nurse. A request was made for the return of the suspect device and replacement product was sent.